Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage, on (B)(6) 2018, service found that the unit had no audio.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states, ¿unit won't turn on." Upon triage, service tech found the enteral feeding pump did not alarm when feeding was completed. The unit was triaged and the reported issue by the service tech could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.